Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string broke upon removal of the pessary. She was unable to remove the pessary and experienced vaginal bleeding. She went to the doctor to get the pessary removed. The bleeding resolved after it was removed and she is doing fine.